Event description:
Customer reported that he was driving and had a car accident due to high blood glucose and ketoacidosis. Customer stated that he was taken to the emergency room and was hospitalized with neck injury and high blood glucose. The blood glucose reading was 1500 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.